Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign material in the air/ water cylinder and tube. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over x years since the subject device was manufactured. Based on the results of the investigation, olympus confirmed foreign material remained in the device, the type of the material adhered to the air/water-cylinder and air/water-channel could not be identified. The foreign material was possibly not removed since the reprocessing was not conducted properly due to leakage from damaged biopsy channel. Subsequently, the material was not possibly eliminated due to a deformation of the grip and the electrical connector, resulting in a loss of water tightness. The event can be detected and prevented by following the instructions for use: gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.